Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was peripheral neuropathy, failed back surgery syndrome, and non-malignant pain. On (B)(6) 2018 the physician was attempting to aspirate the catheter through the catheter access port for a myelogram and then using the catheter access port for contrast/dye injection. The physician was unable to aspirate and the patient stated that he felt discomfort in his left hip and left leg so the procedure wasn't completed. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if diagnostics and/or troubleshooting were performed. No interventions/actions were taken to resolve the issue and the issue was not resolved. No surgical intervention occurred and none was planned. Per the patient, the pump was working well for him. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.